Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the abbott vascular customer service returns department received a used / bloody 3.5x15 nc trek rx balloon dilatation catheter from (B)(6) medical center. Follow-up with the site determined that no one at the site was aware of any issue with this device or the reason for its return. The device was reviewed by the abbott vascular returned goods lab. The device evaluation revealed that the device had been used. The outer member was stretched proximal to the proximal balloon seal for a length of 1mm (suggesting a difficult to remove protective sheath) and there were multiple bends throughout the hypotube. No additional information was provided.